Event description:
It was reported that during an arthroscopy, the suture of the ultra-fast fix broke while tying the knot. Both ts were removed with tweezers. The procedure was completed using a back-up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1 and suture were returned off the needle. The t2 has been cut from the suture and not returned. The t1 is fractured. There is no evidence of fracture of the suture. The variable depth straw has been trimmed. Bio debris is present. A functional evaluation could not be performed because both implants have already been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture material specification, found that a material certification of analysis is required with each lot. The root cause for the suture breakage could not be determined since the reported malfunction could not be duplicated during the product evaluation process. The root cause for the anchor breakage has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force or torsion during use or use of sharp instruments near the device tip. Based on this investigation, the need for corrective action is not indicated.